Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported having less drug than expected in the pump during a routine refill. The date of the event / refill was unknown. A physician stated that 3 cc were expected, and 0.5 cc were aspirated. It was indicated that the discrepancy appeared to be within range per the low-rate accuracy chart for the pump. It was further noted that on (B)(6) 2021 the patient reported feeling itchy, and like she was getting boluses from the pump without requesting a bolus. She described the feeling of getting a bolus as a sense of relief, like after requesting a bolus. The patient was wondering if the pump was over-infusing. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient stated feeling an itchy sensation after receiving too much morphine in the past. On (B)(6) 2021 the patient visited a physician office regarding the itching. The physician decreased the simple continuous dose rate by half and asked the patient to come in one week to evaluate the reservoir volume. Depending on how that goes, the physician may refer the patient to another physician for surgical consult / evaluation. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was not resolved as of (B)(6) 2021. The patient's medical history was unknown. (B)(6) 2021 initial reporter name and address (rep) document contains no new information.